Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 device not returned.

Manufacturer narrative:
Product complaint # ==> (B)(4). A manufacturing record evaluation was performed for the finished device lot number qjmart / j493g50, and no non-conformances related to the reported complaint condition were identified. Note: events reported in: 2210968-2021-01932, 2210968-2021-01933, 2210968-2021-01934. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequences? None reported event day unknown procedure unknown when the event occurred, pre / intra / or post op? Unknown if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.